Event description:
Related manufacturer reference number: 2017865-2022-38460 related manufacturer reference number: 2017865-2022-38461 it was reported that the leads were explanted due to lead dysfunction.

Manufacturer narrative:
No additional information was reported/additional information was requested but not received.

Event description:
New information received indicated that the patient developed an infection. The whole system was explanted. The patient was in stable condition post-procedure.